Event description:
Surgical staff preparing device for use in procedure. Device failed to pass test mode. Item immediately removed from the surgical field and a new box of shears was opened and used, without incident. Device failure did not reach the patient.